Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that after implanting the system and checking the pacing impedance measurement on a competitor pacing system analyzer (psa) normal measurement were obtained. When interrogating the device out of range pacing impedances measurement were seen on the right ventricular (rv) and right atrial (ra) leads. The device was reprogrammed to unipolar configuration but the pacing impedance measurements remained out of range on the ra lead and within range on the rv lead. No adverse patient effects were reported.